Event description:
The patient was in for endoscopic right l3-l4 and l4-l5 decompressions, diskectomies, transforaminal lumbar interbody fusions and segmental fixation. While physician was using a new medtronic pedicle access needle device, the equipment broke off in the patient, the device broke at the part where the device tapers down. The medtronic rep was present during the case. The physician could not get the piece completely out, the piece of equipment was identified as surgical grade metal per the medtronic rep, so part of the piece of equipment was left in and the physician continued to finish the case. A new pedicle access needle was placed adjacent to the other one and the surgery was completed without problems.====================== manufacturer response for access needle, medtronic pedicle access needle======================the rest of our lot was pulled by the rep.